Event description:
It was reported that a transfer set became disconnected from a non-baxter titanium adapter. It was not reported if this occurred during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.